Event description:
The customer reported that infusion pump ran a whole bag of fluid in 6 minutes. Insulin was programmed to infuse at 2.5ml/hr with 80ml/vtbi. Five minutes after the start of the infusion, the pump alarmed for "air in line" and the bag was empty. The other lvp was programmed for 75ml/hr with 800ml/vtbi of 0.45% sodium chloride. The patient's blood glucose dropped to 90 post over infusion. No patient harm reported or medical intervention required.

Manufacturer narrative:
The reported over infusion of insulin was not confirmed. The pcu event logs showed that system was powered on (B)(6) 2015 at 2:35 am. An infusion of insulin 100 unit/100 ml was programmed to infuse at 2.55ml/h with a vtbi of 80 ml. At 2:43 am, the pump alarmed for air-in-line; and one minute later, the system was powered off. The primary volume infused was recorded as 0.275 ml. There were no additional infusions logged on the event pump module. The root cause of the reported over infusion was not identified. No device was returned for this investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.